Manufacturer narrative:
The technician could not duplicate the alleged malfunction.

Event description:
The accounts maintenance stated that the head and knee function start to rise unintentionally. He could not duplicate the malfunction.